Event description:
Device 1 of 3. Reference manufacturer report # 1627487-2010-02178 and 1627487-2010-02179. The patient ((B)(6)) received her scs system, which included one surgical lead, one single lead extension and an ipg. It was reported the entire scs system was explanted after only (B)(6) of use due to a loss of stimulation and high impedances. According to the patient, the stimulation from the ipg had been continuously decreasing since implant. The patient was implanted with a new scs system. The explanted lead extension was returned to the manufacturer for analysis. Follow up on the patient found the patient is doing well with the new system.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. As received, channels 1, 7, and 8 have broken wires in the extension header. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.